Manufacturer narrative:
The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the examination of the returned product, and the recurrence of this type of event for this implant, the likely cause of the event is a lack a preparation of disc space. Indeed, it shows that the surgeon hasn't completed discectomy properly like described in the surgical technique. This lack of preparation forced him to remove the device and the disassembly happened. Despite's attempts, no details on movements done while removing device were provided. The investigation found no evidence to indicate device issue. Root cause: user error (instruction was not followed).

Event description:
Mobi-c p&f us: disassembly. Form information received, it was a mobi-c implantation at c4-c5 & a roi-c implantation at c6-c7. As reported, "the device was loaded as advised in the technique guide. Surgeon distracted the disc space and began to insert the device. He inserted device a few millimeters with light impaction. He was not satisfied with some aspect of the prepared disc space. Upon pulling the device out the cranial endplate of the mobi-c stayed attached to the caudal end of the cranial vertebral body". Patient had previous fusion at c5-6. The plate fusion at c5-6 is "not close to c4-5 disc space" and there is "no bridging osteophytes" according to reporter. The surgery was completed successfully with another implant of the same size. No impact on the patient. No impact on surgery. Attempts have been made and no further information has been provided.